Event description:
It was reported that during an unspecified procedure, stent damage occurred. The lesion being treated was located in the mid left anterior descending artery (lad). The physician could not cross the lesion with the 2.25x28mm taxus liberta drug-eluting stent system. A proximal stent strut was noted to be slightly protruded. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was returned to the complaint investigation site (cis) for analysis, and initial visual examination of the returned device found distal stent damage. Some of the stent struts were severely misaligned. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this defect is due to a design constraint of the product.